Event description:
Pt was implanted with click-x construct at l4-s1 on unk date, approx 4-5 years prior, (2007/2008). Pt was returned to operating room on (B)(6) 2012, for removal of all hardware due to non-union. It is reported the hardware was pristine with a substantial amount of fluid in the void. The chronos strip appeared present in its original dimensions, attaching itself to the muscle rather than the bone. It is also reported there were presumed chronos granule freely floating in the site. Surgeon removed the posterior hardware construct and intend instrumenting from an anterior approach. This is 12 of 15 reports for this event.

Manufacturer narrative:
Implant date approx 2007 and/or 2008. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.